Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 66-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient's spouse informed novocure that on (B)(6) 2025, the patient fell while cooking and sustained a head laceration requiring stitches at the hospital. The patient was discharged home the same day. Suture removal was scheduled for (B)(6) 2025. Optune gio therapy was temporarily discontinued.